Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results the report of fiber stopped working and burnt is confirmed as analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. The identified tissue debris adhesion on the surface of the metal cap likely contributed to elevated temperature near the laser beam output window leading to the distal circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this product was thoroughly analyzed . Visual analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Proximally to the fracture, the fiber could rotate independently of the metal cap. The glass cap also appeared to be protruding at the distal tip suggesting glue failure. The glass cap exhibited devitrification at the output window. Additionally, the metal cap exhibited severe charred debris adhesion on its surface, indicative of prolong tissue contact during procedure. Functional testing with the helium-neon (hene) laser fixture. The testing conducted showed that the aim beam was present at the output window and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber stopped working and burnt out after 94,704j with 11:07 minutes had been expended. A second fiber was opened to complete the procedure but it immediately displayed a courtesy message indicating fiber expired. The procedure was completed with a third fiber without clinical consequences to the patient. The first fiber was returned and analysis identified a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. Based on the identified distal circumferential fracture, the potential for forward firing may exist. This report is for the 1st fiber.